Manufacturer narrative:
All buttons function properly. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No damage noted on keypad traces. The connector on lcd board was locked. The insulin pump had a cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was not pushing down properly. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer also reported a no delivery alarm during a bolus delivery. The customer stated their cannula was bent upon removal of their infusion set. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.